Event description:
The complainant reported an under delivery. The pump was set to deliver a dose of 200 ml and had run for 2 hrs when the caregiver checked at the end of the 2 hrs. The volume fed on the pump said 400 ml was delivered but by visual inspection it looked like none of the feeding was delivered. This had also happened once during the night. There was 450 ml of feeding hung initially and it appeared to be approx the same amount left in the container when discovered.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.